Event description:
Philips received a complaint on the dfm100 device indicating a red x and beeping sound. There was reportedly no patient involvement. The fse evaluated the device on site. The fse conducted the operational test and did not observer the device malfunction, the device works normally. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.